Event description:
It was reported that the customer called to order a new belt clip and stated that there was a motor error alarm a month or two ago around the (B)(6). Customer's blood glucose level was 75 mg/dl. Customer was assisted with clearing the alarm. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was also advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and scratched case.